Manufacturer narrative:
The philips field service engineer (fse) analyzed the system onsite and confirmed that flex vision display was not displaying live images. After reviewing the log file fse confirmed that there is a malfunctioning flex vision pc. Fse found that the problem occurred because a communication error had occurred between the host pc and the large monitor control pc. Fse replaced large monitor control pc and reinstalled the os. After replacing large monitor control pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision display was not displaying live images. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.